Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up on the stations. The technical support specialist (tss) dialed into the server, logged in, and checked the patient status, which was showing as discharged. The tss updated the customer on the findings and advised them to reach out to active directory to readmit the patient. A bd pyxis medstation es knowledge article was attached regarding the missing patient. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server one patient did not appear on some stations; the admission status on the server was ¿pre-admitted¿ and could not be changed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.